Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent an unknown procedure to treat an unconsolidated fracture. Osteomyelitis was reported due to a 14-hole wide straight locking compression plate (lcp) that was broken into two parts. A deformity of the limb was noticed by the surgeon that prompted an x-ray on the affected site which revealed a broken plate. The plate was originally implanted on (B)(6) 2017. A new locking compression plate was implanted in the femur on (B)(6) 2018. Patient status and surgical outcome are both unknown. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part: 412.221, lot: l284331. Manufacturing location: (B)(4), release to warehouse date: feb 06, 2017. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed and the used material was according to specification for implants for surgery. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. It was visually observed that the shows surface scratching and thread wear consistent with implant and subsequent explant. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no allegation of device defect, deficiency or surgical technique error associated with this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, patient underwent implant procedure. Post-operative, on (B)(6) 2018, patient underwent an unknown procedure to treat an unconsolidated fracture. Patient was diagnosed with pseudarthrosis and osteomyelitis. A deformity of the limb was noticed by the surgeon and an x-ray on the affected site revealed a broken plate. During the surgery, a locking compression plate (lcp) broken in two parts and eleven (11) intact screws were removed. A new lcp was implanted in the femur. Procedure was completed successfully with no delay. Patient outcome is unknown. This incident involves twelve (12) devices. (B)(4) captures ten (10) devices and (B)(4) captures remaining two (2) devices. This report is for one (1) locking screw. This is report 2 of 10 for (B)(4).